Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician called and reported a bravo failure to attach and it "fell". It is reported no medical intervention was required to remove the capsule. There was no harm to the patient or user due to the alleged device malfunction. There was no harm to the patient or user but a repeat procedure was necessary due to the failure. There was nothing unusual about the patient or the procedure that lead to the event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. It is unknown how long the user has been performing bravo. Lubricant was used to facilitate capsule placement and the user reported none got into the capsule chamber. The capsule and the delivery system is expected to be returned for evaluation.